Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient had a reaction to the tube, and stoma site inflamed and appeared infected. The patient seemed to experience the issues intermittently since june 2022 with the device. The event occurred in the patient's home. The patient has complex medical needs and ongoing medical interventions. Ent are due to assess patient and dermatology to review may need surgical intervention.